Manufacturer narrative:
A sample has been received and in-house eval is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported an incident during surgery with the laser illumination probes. After using them for two mins they started to warm up and the wire melted within one centimeter from the probe. Due to this melting, light escaped through the hole causing a risk to the operating room staff, as the light could be reflected all around the operating room. There was no pt impact because the probe was replaced for another one when the error occurred. No procedure had to be cancelled. Add'l info has been requested, but not received to date.